Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the bottom of 2 cartridges were leaking over the past 6 months. The user loaded a new cartridge successfully and resumed insulin delivery. Customer reported blood glucose level was 110 (mg/dl).